Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. Sometime post-op a screw broke at s1. The screw was replaced. No additional information was provided, not patient complciatons were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.